Manufacturer narrative:
B5: upon follow up it was reported the peritonitis was manifested by loss of appetite and weakness. It was reported the patient was discharged from the hospital and antibiotic treatment was discontinued. At the time of this report, the patient has recovered from fever and was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was hospitalized 11 days prior to receipt of this reported due to another indication. On an unreported date after admission, the patient was shifted to automated peritoneal dialysis. Five days after hospital admission, the patient experienced cardiac and respiratory arrest. The same day, the patient passed away. The cause of death was reported as due to cardiac and respiratory arrest. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event. It was reported pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event which was manifested by abdominal pain, cloudy effluent and fever. The cause of the event was unknown. Two days after the event onset, the patient was diagnosed with peritonitis and was hospitalized. On the same day as the event onset, the patient was treated with ceftazidime injection (1gm, every day, intraperitoneal, ongoing, route and duration was not reported), vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing, route and duration was not reported) and heparin (1000 iu, intraperitoneal, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from abdominal pain and cloudy fluid while still recovering from peritonitis and fever. Pd therapy was ongoing. No additional information was available at the time of this report.